Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented to the emergency room (ER) with report of receiving shocks.  All shocks were noted appropriate. However, pacing threshold measurement was at 5 volts (v) and pace lead impedance (pli) had a recorded measurement of greater than 2,000 ohms. The rv outputs were increased. Trend showed pli values in the 2,000 ohms range but no episodes with noise. An invasive procedure was performed in which the pocket was opened. Header and lead connection was good and the values obtained when the lead was tested on a pacing system analyzer (psa) were stable as well.  The lead was hooked back to the device and further testing yielded the same numbers as psa. The physician chose to close the pocket and monitor the patient. The system remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.